Event description:
It was reported that, while in use on a patient a 980 ventilator volume was inaccurate. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The evaluation/repair of the ventilator has not been completed.